Event description:
Customer reported an issue where the battery was no longer holding a charge. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.